Manufacturer narrative:
The t:slim x2 g5 pump user guide states: carbs ('on' indicates entering grams of carb; 'off' indicates entering units of insulin). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed the pump was set to units of insulin instead of carbs prior to delivering a bolus. Customer had recently input settings into the pump and had not changed the setting to carbs. Customer delivered the bolus using the units setting but knew how to calculate the bolus using units; therefore, there was no adverse impact to customer's blood glucose level (90 mg/dl). Customer changed the carb setting to 'on' to resolve the issue.